Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Review of complaint activity associated with the complaint lots identified normal complaint activity. Review of tracking and trending reports for the alinity I tsh assay did not identify any related trends. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 08228ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I tsh assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely depressed alinity I tsh reagent kit results, and discrepant results, on one patient when compared to diluted results on an architect i2000sr analyzer. The following data was provided: sample ID (B)(6) initial tsh on alinity I was 0.7382 uiu/ml. The customer repeated the sample with 4x manual dilution, and it was 4.7484 uiu/ml. The customer performed the dilution due to insufficient sample to run in neat, or undiluted, on the architect i2000sr. The sample serum was insufficient to repeat in neat, or undiluted, on both the alinity I and i2000sr. There was no impact to patient management reported.